Event description:
During the paroxysmal supraventricular tachycardia procedure, blood leakage was noted from the side port of the sheath. The blood leak was minimal, and the procedure was completed with the same sheath with no adverse consequences to the patient.